Event description:
The nurse placed a 16 fr foley catheter in the patient. Initial insertion occurred with out resistance or issue. Once the foley tubing was about two inches from the port site, it was noted that there was still no urine output. Balloon was inflated with slight resistance noted. Only 8 ml of fluid was able to be used to inflate the balloon. It was noticed at this time that when the balloon was inflated, the tubing at the very base of the inflation port had a defect and was ballooning outwards on one side of the tubing. The patient denied any discomfort with inflation. Foley tubing was pulled back until it seated. Placement was checked by advancing the tubing, which was done with no resistance or difficulty, then pulling the tubing back again until it seated. Still no urine output noted. Foley was flushed with 20 ml of sterile normal saline. Resistance noted when trying to flush the foley.